Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5531502.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on 1 contact and low impedances on 12 contacts 2 and 3. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Correction e1 initial reporter. Correction d10 - concomitant medical products and therapy dates- should be (B)(6) 2022 rather than (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients other lead was not provided effective therapy, surgical intervention was undertaken on (B)(6) 2025 wherein patients leads were explanted and replaced to address the issue.